Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed. The customer reported that it is unknown if the unit was in clinical use at the time the reported issue was discovered and it is unknown if there was harm to the patient or user.

Manufacturer narrative:
Patient/user involvement: through follow-up, customer stated there was no patient involvement. Resolution and disposition: the customer replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit to resolved the reported issue. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.